Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality controls were within acceptable ranges and there were no instrument errors during processing. The customer discussed their analytical practices and it was determined that the customer does not follow the tube manufacturer's recommendations for centrifugation time and speed. The cause of the discordant sodium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher both times. The first repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.